Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.